Manufacturer narrative:
Initial and final MDR 2(B)(4). - . H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states (B)(6) 2025 where infusion set tubing was leaking at the site. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection. The issue occurred with two similar types of infusion sets used for twenty-four to forty-eight hours. No further information available.